Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is wrong size/ model.as stated on the repair statement additional malfunction on this device: unit alarms and shuts down.